Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. Dso seal blister was verified by visual inspection. The reported problem was confirmed. The root cause was a dso seal. The dso seal was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a downstream occlusion seal blister. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.